Manufacturer narrative:
Per the operations manual, the height limit kit is recommended for ambulance deck heights less than 30 inches (76 cm).

Event description:
It was reported by service report that the cot would not release with pt weight due to the ambulance load deck height being too low. There was pt involvement and adverse consequences were also reported.